Manufacturer narrative:
Device evaluation of the monitor and electrode belt has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while reportedly wearing the lifevest.   The device was started up at 15:57:59 on (B)(6) 2022. At 03:17:10, an arrhythmia was detected. ECG shows sinus bradycardia @ 50 bpm degrading to vt @ 160 bpm. The rhythm then degrades to vf with motion artifact. At 03:18:56, the patient received the first appropriate treatment. The rhythm at the time of treatment was vf with motion artifact. The post shock rhythm was vt from 100-115 bpm with motion artifact with CPR/motion artifact. At 03:23:22, the patient received the first non-lifevest defibrillation. The rhythm at the time of treatment was vt @ 150 bpm with CPR/motion artifact. The post shock rhythm was asystole with nsvt. At 03:27:41, an arrhythmia was detected. ECG shows vt @ 160 bpm with CPR/motion artifact. At 03:28:48, the patient received the second appropriate treatment. The rhythm at the time of treatment was vf with CPR/motion artifact. The post shock rhythm was asystole with intermittent cardiac activity. The rhythm then transitions to vt @ 120 bpm with CPR/motion artifact. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 03:30:47, an arrhythmia was detected. ECG shows vt @ 240 bpm with CPR/motion artifact. At 03:31:53, the patient received the third appropriate treatment. The rhythm at the time of treatment was vf with CPR/motion artifact. The post shock rhythm was CPR/motion artifact with intermittent cardiac activity. At 03:44:50, the patient received the second non-lifevest defibrillation. The rhythm at the time of treatment was vf with CPR/motion artifact. The post shock rhythm was asystole with CPR/motion artifact. The electrode belt at 03:54:02 on (B)(6) 2022.